Event description:
It was reported that the customer experienced intermittent episodes of low blood glucose (bg) level. Suspected cause was due to the customer¿s settings requiring adjustments. Customer was unable to provide specific event dates and bg values for each event, but stated that the lowest bg value experienced was 45 mg/dl on one occasion. Customer consumed carbohydrates to address bg each time. Customer updated their pump settings to address the events. Recommendation was made to consult with a healthcare provider regarding diabetes management.